Event description:
It was reported that the customer had noticed that the insulin was coming out, but the pump was not showing the numbers normally. Customer's blood glucose was 13 mmol/l. Customer noticed that the drive support cap was sticking out of the pump and not recessed. Customer mentioned that the plunger was hard to remove from the reservoir even with the second one she filled up. Customer stated that they never pressed the drive support cap while they were connected. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan until the replacement arrives.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.